Manufacturer narrative:
(B)(4).

Event description:
An initial report was received: "the intrathecal pump was filled with lioresal (baclofen) 1000 mcg/ml for right lower limb spasticity since (B)(6) 2010. Baclofen dose was increased by periods of 5 days from (B)(6) 2010 to 480 mcg/day, from (B)(6) 2010 to 520 mcg/day, from (B)(6) 2010 to 570 mcg/day and from (B)(6) 2010 to 627 mcg/day. On (B)(6) 2010 morning, the pt presented with evocative clinical presentation of generalized epileptic seizure with unusual loss of contact, hypotonia but passive flexion of knee limited to 30 degree, bilateral miosis and sudden consciousness regain. On (B)(6) 2010, afternoon and (B)(6) 2010, eeg was performed and there were no critical activities. Urbanyl (clobazam) was initiated with decreased doses within three weeks. Eeg was planned after a temporarily discontinuation of lioresal pump and along time after urbanyl discontinuation. At the time of the report, the pt had recovered from generalized non-convulsive epilepsy and lioresal was continuing at 560 mcg/day. Only generalized non-convulsive epilepsy was coded by the (B)(6) who assessed causality with lioresal as unlikely."